Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 14. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis. No further patient complications were reported.